Manufacturer narrative:
According to our resources, the device remains actively implanted. Efforts to obtain additional information were unsuccessful. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received. Additional information was received that this device was explanted in (B)(6) 2011, for normal battery depletion. The device was returned for testing and is currently being evaluated in our post market quality assurance laboratory. This product issue will be updated when device analysis is complete. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. All telemetry operations were normal and the hex memory download was complete. The device was put through and passed a series of automated diagnostic testing that verified the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. This product issue will be updated if additional information is received.

Event description:
Boston scientific (bsc) crm received information that no magnet response could be elicited from this pacemaker via transtelephonic monitoring (ttm). It was also noted that no pacing spikes were visible. The caller reported the magnet rhythm is the same as the patient's presenting intrinsic rhythm of 90 bpm. The patient was last seen in (B)(6) and there were no issues observed at that time. The caller would like a bsc crm field representative to evaluate this device. No adverse patient effects were noted.